Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled;the use of thoracic stent grafts for endovascular repair of abdominal aortic aneurysms. Vp bastiaenen, mgj snoeijs, jgam blomjous, j bosma, vj leijdekkers, rc van nieuwenhuizen and ac vahl. Doi: 10.1177/1708538117733909. No intervention. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 76mm abdominal aortic aneurysm. The patient had a proximal neck diameter of 35mm and neck length of 45mmm. It was reported that at follow up approximately 26 months post the index procedure the patient experienced acute kidney injury and buttock claudication. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.